Manufacturer narrative:
H10: a used ch2000sc-10 spinning spiros was returned connected to a 35ml monoject syringe. There were red drug residuals in the area of the poppet/o-ring interface. No mating devices were returned that would mate with the male luer end of the ch2000sc-10 spinning spiros. One (1) mckesson syringe 60 cc. And two (2) monoject syringe 35 ml were also returned. The 35ml monoject syringe connected to the used ch2000sc-10 spinning spiros was filled with fluid and the plunger was lightly depressed to simulate an infusion push while applying light bending/rotating forces that would be typical of use. Leakage was observed at the poppet/o-ring interface. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. A device history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event occurred during (B)(6) 2020 and involved spiros, closed male luer w/red cap, 10 units that leaked doxorubicin while connected to an unspecified syringe. There was patient involvement, but no harm was reported.